Manufacturer narrative:
Bayer case number:(B)(4). Essure was then removed with a clamp and a portion of the fallopian tube was transected to assure complete removal of small pieces of the coil [device breakage] the left essure that was embedded on the back side of the fallopian tube was then separated [embedded device] essure malpositioned [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure was then removed with a clamp and a portion of the fallopian tube was transected to assure complete removal of small pieces of the coil") and embedded device ("the left essure that was embedded on the back side of the fallopian tube was then separated") in an adult female patient who had essure inserted (lot no. B26272) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, anemia, parity 5, multigravida and multiparous. Concurrent conditions were listed as pelvic pain female and menometrorrhagia. On (B)(6) -2013, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown dates she experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criterion medically important) and device dislocation ("essure malpositioned"). The patient was treated with surgery (right partial salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.722 kg/sqm. [Pathology test] on 26-jan-2024: clinical history: menometrorrhagia pelvic pain preoperative diagnosis: pelvic pain, menometrorrhagia, d/t essure postoperative diagnosis: none given specimen(s) submitted: a. Right essure, b. Right fallopian tube; c. Left essure diagnosis: a. Right essure, removal: gross only ¿ consistent with a contraceptive device for identification. B. Right fallopian tube excision: fallopian tube with complete luminal transection. C. Left essure, removal: gross only ¿ consistent with a contraceptive device for identification. Gross description: a. Right essure consists of 5.0 cm in length and 0.1 cm diameter segment of flexible wring grossly consistent with essure contraceptive device. B. Right fallopian consists of a segment of tube that measures 1.5 cm in length and 0.3 cm in diameter. C. Left essure consists of three segments of coiled flexible wiring ranging from 1.0 to 6.0 cm in length and 0.1 cm in diameter. The specimen is grossly consistent with essure contraceptive device. Batch number- a96188; expiration date- 29-feb-2016 batch number- b26272; expiration date- 30-apr-2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-oct-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Essure was then removed with a clamp and a portion of the fallopian tube was transected to assure complete removal of small pieces of the coil [device breakage] the left essure that was embedded on the back side of the fallopian tube was then separated [embedded device] essure malpositioned [device dislocation] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure was then removed with a clamp and a portion of the fallopian tube was transected to assure complete removal of small pieces of the coil") and embedded device ("the left essure that was embedded on the back side of the fallopian tube was then separated") in an adult female patient who had essure inserted (lot no. A96188, b26272) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, anemia, parity 5, multigravida and multiparous. Concurrent conditions were listed as pelvic pain female and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criterion medically important) and device dislocation ("essure malpositioned"). The patient was treated with surgery (right partial salpingectomy). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.722 kg/sqm. [Pathology test] on (B)(6) 2024: clinical history: menometrorrhagia pelvic pain preoperative diagnosis: pelvic pain, menometrorrhagia, d/t essure postoperative diagnosis: none given specimen(s) submitted: a. Right essure, b. Right fallopian tube; c. Left essure diagnosis: a. Right essure, removal: gross only ¿ consistent with a contraceptive device for identification. B. Right fallopian tube excision: fallopian tube with complete luminal transection. C. Left essure, removal: gross only ¿ consistent with a contraceptive device for identification. Gross description: a. Right essure consists of 5.0 cm in length and 0.1 cm diameter segment of flexible wring grossly consistent with essure contraceptive device. B. Right fallopian consists of a segment of tube that measures 1.5 cm in length and 0.3 cm in diameter. C. Left essure consists of three segments of coiled flexible wiring ranging from 1.0 to 6.0 cm in length and 0.1 cm in diameter. The specimen is grossly consistent with essure contraceptive device. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) essure was then removed with a clamp and a portion of the fallopian tube was transected to assure complete removal of small pieces of the coil [device breakage], the left essure that was embedded on the back side of the fallopian tube was then separated [embedded device], essure malpositioned [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure was then removed with a clamp and a portion of the fallopian tube was transected to assure complete removal of small pieces of the coil") and embedded device ("the left essure that was embedded on the back side of the fallopian tube was then separated") in an adult female patient who had essure inserted (lot no. B26272, a96188) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity, anemia, parity 5, multigravida and multiparous. Concurrent conditions were listed as pelvic pain female and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced device breakage (seriousness criterion intervention required), embedded device (seriousness criterion medically important) and device dislocation ("essure malpositioned"). The patient was treated with surgery (right partial salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.722 kg/sqm. [Pathology test] on (B)(6) 2024: clinical history: menometrorrhagia pelvic pain preoperative diagnosis: pelvic pain, menometrorrhagia, d/t essure postoperative diagnosis: none given specimen(s) submitted: a. Right essure, b. Right fallopian tube; c. Left essure diagnosis: a. Right essure, removal: gross only ¿ consistent with a contraceptive device for identification. B. Right fallopian tube excision: fallopian tube with complete luminal transection. C. Left essure, removal: gross only ¿ consistent with a contraceptive device for identification. Gross description: a. Right essure consists of 5.0 cm in length and 0.1 cm diameter segment of flexible wring grossly consistent with essure contraceptive device. B. Right fallopian consists of a segment of tube that measures 1.5 cm in length and 0.3 cm in diameter. C. Left essure consists of three segments of coiled flexible wiring ranging from 1.0 to 6.0 cm in length and 0.1 cm in diameter. The specimen is grossly consistent with essure contraceptive device. Batch number- a96188; expiration date- 29-feb-2016 batch number- b26272; expiration date- 30-apr-2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-feb-2026: case opened to add another batch number. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.